Manufacturer narrative:
Device evaluation: the pump was returned assembled with the driveline severed approximately 2.5 inches from the pump housing and the remainder of the driveline was not returned. Upon disassembly of device, examination of the proximal-side of the outlet stator revealed a small, red tissue-like deposition situated adjacent to the outlet bearing ball. The deposition lacked laminated layering, suggesting that it did not initially form in the outlet stator. The deposition was not adhered to any of the blood-contacting surfaces, showed no evidence of denaturation, and left no contact marks on the outlet portion of the rotor or the outlet bearing cup, suggesting that it was not present in this location for a prolonged period of time. A specific cause for the development of the deposition, the specific origin of the deposition and a duration of time for which the it was present in the pump could not be conclusively determined. Examination of the remaining blood-contacting surfaces revealed no evidence of any additional depositions or thrombus formations. While the observed deposition could have potentially created increased drag on the spinning rotor to contribute to slight elevations in pump power, the structure and small size of the deposition suggests that it would not likely have contributed to the reported low speed events and pump stoppages captured in the submitted system controller log files. Examination of the returned portion of the driveline extending from the pump housing did not reveal any issues that would have contributed to an interruption in pump function. The outer silicone sleeve, clear bionate layer, and metal braided shield layers of the returned driveline segment appeared unremarkable. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Microscopic inspection of the underlying wires revealed no areas of compromised wire insulation or damage to the inner metal conductors. The returned portion of the driveline was suspended in a saline bath for high potential testing to check for current leakage through the wire insulation and no areas of compromised wire insulation were identified. Approximately 35.5 inches of the driveline was not returned for analysis; therefore, a potential wire compromise on this portion of the driveline could not be determined. Submitted x-ray images of the internal and external portions of the driveline appeared unremarkable and did not show any obvious areas of concern such as twisting/kinking of the drilveline or potential areas of shield breakdown. Visual examination of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process and the pump operated as intended. Device thrombosis and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device - 11 days. The explanted device is expected to be returned for analysis. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the lvad system produced elevated power and flow estimation readings. Interrogation of the system controller revealed pump speeds below the low speed limit. The patient¿s lactate dehydrogenase was 400 u/l, and reduced on a heparin infusion to 200s u/l. X-rays reviewed by the manufacturer¿s technical services representative were unremarkable. The patient was placed on a heparin infusion. On (B)(6) 2017, the patient¿s system controller was exchanged, without resolution to the elevated lvad parameters. Continuity testing did not reveal any broken wires within the driveline. The patient was clinically stable and asymptomatic throughout. A ramp echocardiogram was performed; however, the results were not provided. It was reported that the lvad system produced 3 more pump stoppage events during the night, and therefore, the patient underwent a pump exchange on (B)(6) 2017.